Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on early morning of (B)(6) 2025, while the patient was sleeping, her daughter-in- law came to her house and heard the cgm device beeping. She saw the reading at 70 mg/dl and tried to wake her up but she was not responsive and unconscious. She called the ambulance. When paramedics came, they took a bg reading which was below 30 mg/dl and the cgm was displaying 70 mg/dl. The patient was treated with intravenous (IV) glucose and ate a sandwich. At the time of the report the patient was in normal condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.